Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of system revision due to infection. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. The ICD was explanted.